Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced high blood glucose (bg) event on (B)(6) 2026. The blood glucose was 196 mg/dl and treated it with manual bolus. The blood glucose (bg) was high for more than four hours. No further information available.